Event description:
It was reported that during the second epicardial access for the ventricular tachycardia ablation procedure, the pt developed a haemodynamically unstable slow vt rhythm requiring an external cardioversion. The pt reportedly went into cardiogenic shock; changes in global st segment and electromechanical dissociation was observed which prompted the need for CPR. The coronary angiography reported that the pt had an occluded proximal circumflex artery and had developed spasm along the length of the lad artery. Medical intervention was reportedly administered after which the pt continued to experience electromechanical dissociation and loss of systemic pressure. Other biosense webster devices involved in this incident are: navistar thermocool catheter and carto xp ep navigation system. This medwatch is related to the event reported in 2029046-2008-00013.

Manufacturer narrative:
The complaint information states that the navistar thermocool was used for an epicardial ventricular tachycardia electrophysiology procedure, which is an off-label use for the catheter.